Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 analysis summary: the product was returned to ethicon for evaluation. The complaint sample was unopened and received for analysis. Product code w6977. During the visual inspection of the overwrap packet, it was observed that there was a foreign matter in the seal area which appears to be a hair. The overwrap packet was inspected and noted that hair passed from the inside to the outside through the seal margin. Based on the information currently available, foreign matter was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01) gtin is not available.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. It was found that there was hair foreign object inside the product during the unknown surgery. Changed to another one to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.